Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in (B)(4) as noted prior to the tavr procedure, the native aorta was very tortuous and calcified. Significant difficulties were encountered as the commander delivery system was crossing the native valve. During the attempt, the guidewire lost position. An attempt was made to remove the delivery system and 29mm sapien 3 valve, however, it was not possible to retrieve the devices back into the sheath. The decision was made to deploy the valve in the thoracic aorta. The delivery system and sheath were then removed. A new sheath, delivery system and valve were prepared and successfully deployed.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Difficulty tracking the delivery system (ds) through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked ds. In most instances, this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. In severe cases, if the delivery system cannot track to the native annulus, the valve may be deployed in a non-target location or retracted and removed through a surgical cutdown. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. During the manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reducing vascular complications. Push force can vary due to the angle of insertion, vessel diameter, tortuosity, and degree of calcium. Do not force sheath. The operator is instructed to always observe fluoroscopy during insertion of the sheath. The position of the sheath tip should be confirmed before the insertion of the delivery system through the sheath. A review of IFU/training materials revealed no deficiencies. The following patient/procedural factors may have contributed to tracking difficulty: ex. - access vessel was tortuous. Tortuosity can present difficult bend angles for the devices to overcome. - access vessel was calcified and undersized. An undersized and calcified vessel may not expand to accommodate the devices. The complaints for 'difficult to track system through anatomy' and 'difficulty or inability to withdraw system with valve through vasculature' were not able to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'very tortuous and calcified aorta. High difficulty to cross the aorta with the delivery system'. Obstructive calcification may have prevented the advancement of the delivery system. The valve may have interacted with calcium nodes in the advancement pathway and the system was unable to be progress further. Additionally, tortuous anatomy can present difficult bend angles for the devices to overcome. It was also reported, 'it was decided to retrieve the system but it was impossible to cross back the aorta. So it was decided to inflate the valve in the thoracic aorta'. Tortuosity in the access vessel can create non-coaxial withdrawal angles. It is possible that the distal end of the delivery system along with the crimped valve created a non-coaxial withdrawal configuration that could have caused catching at the distal tip of the sheath and therefore led to the withdrawal difficulty reported. In this case, there was no allegation or indication a product malfunction contributed to this event. Investigation results suggest in addition to the procedure itself, patient factors not provided may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.